Event description:
It was reported that the customer frequently observed air bubbles in the tandem mobi cartridge. There was no adverse impact to the customer's blood glucose level. Customer primed the tubing to address the issue.